Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the replacement was scheduled for (B)(6). They would be explanting the rc and replacing it with a pc. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product analysis #703236785:analysis information -- 2019-10-25 15:27:07 cst pli# 10 product ID# 37612 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an imp lantable neurostimulator (ins). It was reported that the rechargeable ins was not coupling well and was difficult to charge. No environmental, external, or patient factors were reported to have contributed to the issue. The neurologist said they have done extensive troubleshooting including contacting tech services and trying a different recharger, but nothing has fixed the issue. The doctor was planning to do a replacement surgery to replace the device. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. Additional information was received from the rep indicating the cause was not determined. The patient was recharging two hours every day and can only achieve coupling while standing up. They were only able to achieve 50-75% charge and has never been able to achieve 100%, which is stressful for them. They were unhappy with the ins. The neurologist has done extensive troubleshooting including contacting technical services and trying a different recharger, but nothing has fixed the issue. The patient was referred back to their implanting neurosurgeon, for a decision on how to proceed. The rep was told they were planning on a replacement surgery, but that has not been confirmed or scheduled yet. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported there was no further information available at this time as they hadn't decided yet whether the implant would be replaced. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the explanted ins would be shipped back for inspection. During the explant the resident noted that the ins was greater than 2 cm deep which was 1 cm deeper than it was supposed to be implanted and it had migrated into the patient¿s breast tissue. They thought those two factors could be the reason for the coupling troubles. There were no further complications reported.